Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. However, unit received with corroded battery tube. Unit was monitored and no battery out limit alarms, burn smell or smoke noted. Unit passed the rewind, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to confirm the motor position encoder error alarm due to erased history file. No motion sensor test failure alarms noted. Unable to perform the unexpected restart error test, excessive no delivery test, occlusion test or displacement accuracy test due to motor error loop. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The electronic assemblies was inspected and no anomalies noted. Unit received with minor scratches on case, cracked reservoir tube lip, minor scratches on keypad overlay, cracked case at display window corners, minor scratches on reservoir tube window and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call and reported a broken force sensor was detected during seating or regular delivery. The blood glucose level was 396 mg/dl at the time of incident. The displacement test was not completed. Last week the blood glucose value was 4-5s mg/dl got low for no reason all the way down to 30-40 mg/dl, day before yesterday evening. The battery out alert has been occurred 3 times. The pump starts to burn and smoke. Pump will rewind and the plunger will stop. The insulin pump will be returned back for analysis.